Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a helicopter transport of a (B)(6) year-old male patient, the device inappropriately shut down. Complainant indicated that the clinician replaced the battery and the device was unable to power on. The device did regain power after approximately 1-2 minutes. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.